Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds on the lv1 and right ventricular (rv) coil, and the lead would not capture on any other lv vector. It was noted that the lv lead had pulled back in the target vein and only lv1 and lv2 coils were in the target branch. The physician attempted to reposition the lead, but was unsuccessful. The lv lead remains in use and the physician will consider revising it at the next generator change. No patient complications have been reported as a result of this event.